Event description:
It was reported that the patient was requesting to have the vns device explanted due to discomfort caused by the physical presence of the device, which is reported in mfg. Report #1644487-2017-04250. Since the explant is related to the discomfort and not the increase in seizures previously reported in this report, all explant related information will be reported in mfg. Report #1644487-2017-04250.

Event description:
A patient reported that he had recently gone to the emergency room for increased seizures. The device was reported to have displayed a low battery indicator several months prior. The patient was scheduled to see a healthcare provider for possible generator replacement. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Review of available programming and diagnostic history revealed no anomalies and normal lead impedance value.